Manufacturer narrative:
Continuation of d10: product ID {d-evprop2329us}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}; product ID {unknown}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. During the post-implant bav, an annular rupture occurred. The patient was placed on cardiopulmonary bypass, and an aortic root replacement was performed. The valve was subsequently explanted, and the patient expired before being taken off of bypass. Perthe physician, the cause of death was due to the annular rupture.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID 21 mm true balloon; product lot/serial number na; product type: dilation balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the post implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). The post implant bav was performed with a non-medtronic (true) 21 millimeter (mm) semi-complaint balloon. One inflation was performed using a deflator device.

Manufacturer narrative:
Corrected data: h6 - corrected to include ime code e0621 and annex a code a050405 additional codes - corrected to include img component code g04027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.